Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, specifications, quality control and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the basket formation was returned severed from the coil assembly and the basket sheath and handle were returned assembled. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. In addition review of device master record did not observe any non-conformances that may have contributed to this incident. It should be noted there were no other reported complaints for this lot number. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported during a ureteroscopy when extracting the stone two different baskets broke. This complaint is filed under medwatch 1820334-2017-00001 and the first basket is filed under medwatch 1820334-2017-00002. A third device was used to retrieve the piece that was still in the patient¿s ureter with ¿no damage being caused to the patient.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.